Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the lifestent solo vascular stent system products that are cleared in the us. The pro code and 510k number for the lifestent solo vascular stent system products is identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 04/2023).

Event description:
It was reported that during a stent placement procedure in the femoropopliteal artery via cfa ipsilateral, the device allegedly had difficulty in deployment. It was further reported that the stent appeared to be kinked. There was no reported patient injury.

Event description:
It was reported that during a stent placement procedure in the femoropopliteal artery via cfa ipsilateral, the device allegedly had difficulty in deployment. It was further reported that the stent appeared to be kinked. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was not returned for evaluation and image was not provided. Therefore, the investigation is inconclusive for the reported issue. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instruction for use state: 'examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used.', and 'keep the device as straight as possible following removal from the packaging and while inserted in the patient. Failure to do so may impede the optimal deployment of the implant.' The instruction for use further state: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' And 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.' The instruction for use also state: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.' , and 'predilation of the lesion should be performed using standard techniques.' The packaging pictograms indicate the use of a 6f introducer sheath and a 0.035" guidewire. Holding and handling of the system throughout deployment was found sufficiently described. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent solo vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent solo vascular stent products are identified in d2 and g4. H10: d4 (expiry date: 04/2023), g3 h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the physical sample was returned for evaluation. The returned delivery system was found in used condition without stent, as the stent had been placed in the patient. The system was found with two kinks and breakage in the kink axis directly distal to the kink protection, but without stuck guidewire; guide wire patency test was not possible due to the sheath. Based on the information available it could not be determined at what time of the procedure, the kinks occurred. During flushing of the complaint sample, leakage at the two kinks could be reproduced. X-ray or dicom images demonstrating stent foreshortening/ difficult deployment were not provided. Therefore, the reported kinks respectively break as well as the associated leakage is confirmed, while the difficult deployment as well as the foreshortening could not be verified. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instruction for use state: 'examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used.', and 'keep the device as straight as possible following removal from the packaging and while inserted in the patient. Failure to do so may impede the optimal deployment of the implant.' The instruction for use further state: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' And 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.' The instruction for use also state: 'if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used.,¿ and 'predilation of the lesion should be performed using standard techniques.' The packaging pictograms indicate the use of a 6f introducer sheath and a 0.035" guidewire. Holding and handling of the system throughout deployment was found sufficiently described. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent solo vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent solo vascular stent products are identified in d2 and g4. H10: d4 (expiry date: 04/2023), g3, h6(device). H11: g1, h6 (method, result). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a stent placement procedure in the femoropopliteal artery via cfa ipsilateral, the device allegedly had difficulty in deployment. It was further reported that the stent appeared to be kinked. There was no reported patient injury.